Manufacturer narrative:
Initial and final MDR 1931230 - MDR 3003442380-2024-18838 - device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced an adhesive event where 2 infusion sets fell off on(B)(6)2024 during use.the infusion set has been used for about 16 hours for event 1 and 2 hours for event 2. Patient replaced infusion set and resumed insulin successfully no further information was available.